Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device after a cardiac ablation interventional procedure using an 9f sheath. Reportedly, resistance was noted when depressing the plunger., and a cuff miss [suture retrieval issue] occurred. Additionally, a dull sound was heard before cuff miss occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.